Event description:
Event verbatim [preferred term]. Indication: stapedectomy revision [off label use], indication: stapedectomy revision [device use issue], patient received gelfoam in revision stapedectomy had unsatisfactory results and developed sensorineural impairment [drug ineffective for unapproved indication], patient received gelfoam in revision stapedectomy had unsatisfactory results and developed sensorineural impairment [deafness neurosensory], , narrative: this is a literature report for the following literature source(s): "revision stapedectomy: a review of 258 cases", laryngoscope, the, 1981; vol:91 (1), pgs:43-51. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for stapedectomy. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "indication: stapedectomy revision "; drug ineffective for unapproved indication (intervention required, medically significant), deafness neurosensory (intervention required, medically significant), outcome "unknown" and all described as "patient received gelfoam in revision stapedectomy had unsatisfactory results and developed sensorineural impairment". The patient underwent the following laboratory tests and procedures: audiogram: unknown results, notes: db; unknown results. The action taken for absorbable gelatin was unknown. No follow-up attempts are possible. No further information is expected., comment: the events off label use, device use issue, sensorineural hearing loss, drug ineffective for unapproved indication are assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.

Manufacturer narrative:
The product quality group provided investigational results on 16jun2023 for absorbable gelatin: investigation findings: summary of investigation: a performance not as indicated in label complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis/identif: pfizer site (site name redacted) quality operations could not determine a root cause for the reported defect to be related to the site production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Impact analysis: the worst-case severity determined through a review of the device risk file for the product was s3. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo site concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Improve/control: corrective /preventive action: the worst-case severity determined through a review of the device risk file for the product was s3. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo site concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Reserve sample evaluation: an examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. Trend / complaint history: no lot-specific trends or other trends were identified. Medical device trend analysis: the complaint history for products with the product category defined as absorbable material, delivery system and topical has been reviewed. The following parameters were used: -product category: absorbable material, delivery system, topical -time period: 05may2020 05may2023 -complaint class: product use attributes -investigating site: pfizer kdp use of the product category of absorbable material was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of delivery system was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of product use attributes. There were four months (april 2020, september 2020, march 2021, and april 2023) that included a higher-than-normal number of complaints (4, 4, 7, and 9, respectively). A review of the previously completed complaint investigations determined that the reported defects were not confirmed, or process related. Additionally, the results from the query were evaluated by the sub-classes of performance not as indicated in label and lack of effect. There were three months (april, september 2020, april 2023, and may 2023) that included a higher-than-normal number of complaints (4, 4,18, and 14, respectively). A review of the complaints received during april 2020 determined they were due to a remediation effort by pfizer us safety. A review of the four previously completed complaint investigations from september 2020 determined that the reported defect was not confirmed, or process related. The eighteen complaints received in april 2023 and fourteen complaints received in may 2023 were due to a periodic literature review. No trend was observed that would require further investigation. Medical device component trend: a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown. Conclusion: the complaint for performance not as indicated in label' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer site within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. For an unknown batch of gelfoam sponge was investigated. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term] indication: stapedectomy revision [off label use], indication: stapedectomy revision [device use issue], patient received gelfoam in revision stapedectomy had unsatisfactory results and developed sensorineural impairment [drug ineffective for unapproved indication], patient received gelfoam in revision stapedectomy had unsatisfactory results and developed sensorineural impairment [deafness neurosensory], , narrative: this is a literature report for the following literature source: "revision stapedectomy: a review of 258 cases", laryngoscope, the, 1981; vol:91 (1), pgs:43-51. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for stapedectomy. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "indication: stapedectomy revision"; drug ineffective for unapproved indication (intervention required, medically significant), deafness neurosensory (intervention required, medically significant), outcome "unknown" and all described as "patient received gelfoam in revision stapedectomy had unsatisfactory results and developed sensorineural impairment". The patient underwent the following laboratory tests and procedures: audiogram: unknown results, notes: db; unknown results. The action taken for absorbable gelatin was unknown. The product quality group provided investigational results on 16jun2023 for absorbable gelatin: investigation findings:summary of investigation: a performance not as indicated in label complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis/identif: pfizer site (site name redacted) quality operations could not determine a root cause for the reported defect to be related to the site production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Impact analysis: the worst-case severity determined through a review of the device risk file for the product was s3. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo site concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Improve/control: corrective /preventive action: the worst-case severity determined through a review of the device risk file for the product was s3. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Reserve sample evaluation: an examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. Trend / complaint history: no lot-specific trends or other trends were identified. Medical device trend analysis: the complaint history for products with the product category defined as absorbable material, delivery system and topical has been reviewed. The following parameters were used: -product category: absorbable material, delivery system, topical -time period: 05may2020 05may2023 -complaint class: product use attributes -investigating site: pfizer kdp use of the product category of absorbable material was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of delivery system was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of product use attributes. There were four months (april 2020, september 2020, march 2021, and april 2023) that included a higher-than-normal number of complaints (4, 4, 7, and 9, respectively). A review of the previously completed complaint investigations determined that the reported defects were not confirmed, or process related. Additionally, the results from the query were evaluated by the sub-classes of performance not as indicated in label and lack of effect. There were three months (april, september 2020, april 2023, and may 2023) that included a higher-than-normal number of complaints (4, 4,18, and 14, respectively). A review of the complaints received during april 2020 determined they were due to a remediation effort by pfizer us safety. A review of the four previously completed complaint investigations from september 2020 determined that the reported defect was not confirmed, or process related. The eighteen complaints received in april 2023 and fourteen complaints received in may 2023 were due to a periodic literature review. No trend was observed that would require further investigation. Medical device component trend: a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown. Conclusion: the complaint for performance not as indicated in label' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer site within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. For an unknown batch of gelfoam sponge was investigated. The final scope was determined to be all batches of gelfoam manufactured by pfizer site within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. No follow-up attempts are possible. No further information is expected. Follow-up (16jun2022): this is a follow-up report from product quality group providing investigation results., comment: the events off label use, device use issue, sensorineural hearing loss, drug ineffective for unapproved indication are assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.